Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 470mg/dl. The customer states they treated with manual injection. Troubleshoot was conducted. The customer was advised that during seating the force sensor did not detect the reservoir. The customer was advised the pump would have to be replaced and returned for analysis.